Event description:
This account had a 40cc sensation balloon inserted into pt and not inflate on (B)(6) 2012. The balloon was successfully removed without incident or hard to the pt. The doctor was able to use another balloon and it inflated right away. Note: the current pt status was recorded as deceased on the balloon report data sheet.

Manufacturer narrative:
Product condition received: the product returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extension and pressure tubing were also returned. One kink was found on the catheter tubing near the y-fitting approx 75.9 cm from the iab tip. Product eval: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. Conclusion: the reported event cannot be duplicated during testing. We are unable to determine when the kink occurred; however, a kink in the catheter tubing could restrict the gas flow and prevent proper inflation of the balloon. A review of the device history does not indicate any lot specific issues. (B)(4).